Manufacturer narrative:
Additional information: device available for evaluation. A review of the complaint history, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. A sealed micropuncture transitionless access set was returned. The package was opened for further examination. A thin, dark, plastic-like particle of foreign matter with rough edges was found within the package. The particle is 5mm in length and 1mm wide. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The root cause was determined to be manufacturing-related. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported prior to an unspecified procedure, a particle was noted in the sealed package of a micropuncture transitionless access set. Another device was used for the procedure. No adverse effects to a patient as the device did not make contact.